Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 468 mg/dl. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions.